Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 :reference MFR. Report#: 3006705815-2018-03484. It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which one lead was explanted and replaced and the remaining lead was repositioned. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03484.